Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Smartphone compatibility for xiaomi m2007j20pg device has not been tested at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to user on the websites where the product is launched. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm did not sound and the customer was unaware when they became hypoglycemic. The customer was unable to self-treat, requiring treatment of juice and "sugary hydrates" by a third-party. There was no report of death or permanent injury associated with this event.